Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell backwards in their driveway last week. Ever since the patient had to go to the bathroom more often and thought that something ¿got jarred with the neurostimulator.¿ therapy did not change with positional movement. It was noted that the patient also had a bad injury to their elbow. This was a sudden change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device didn't go off when they fell. There was no increase in stimulation and no change in the modulation they had it set at.